Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection, and allergic reaction." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 11 states, "wear and/or deformation of articulating surfaces." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2015-03997 / 1825034-2016-01282 -01284). Product location unknown.

Event description:
It was reported that the patient underwent left total knee arthroplasty on (B)(6) 2007. Patient alleges experiencing pain, difficulty walking, and limited range of motion. Subsequently, patient underwent an arthroscopic procedure on (B)(6) 2015 during which it was discovered the femoral implant was fractured. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from operative record notes that the patient underwent a revision procedure on (B)(6) 2016 due to fractured femoral component, polyethylene wear of the tibial bearing and patellar component, instability, and large femoral chondral defects. During the procedure, cystic defects were noted on the tibial tray. All components were removed and replaced with competitor products.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.